Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported a generalized dissatisfaction with the peripherally inserted central catheter (PICC) devices. The customer indicates that several product lines of piccs leak and occasionally occlude after constant flexing, twisting and bending rendering the devices unusable. No specific number of events, event dates or any patient details were provided. The customer provided a photograph showing two potential failure sites along the device. The failure sites are at the junction of the connecting catheter and the two hubs at either end. The patient population of concern are typically toddlers, preschool and some teens. The customer states that the "toddlers are very active and the PICC tubing in the two noted areas doesn¿t stand up to their activity level." The customer also stated that "when there is a crack/break in the above described areas the entire catheter must be replaced- often this requires a general anesthetic due to our population age group, followed by a stay in pacu and then discharge." Actions taken to address this issue include explant of the device and replacement at a different anatomical site, however no specific patient or other event details were provided. The devices are not available for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of drawings, trends, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. An image was provided to identify leak locations. Because no lot number or real part number (rpn) was provided, it is not possible to check for non-conformances or other complaints related to a lot number. Drawings and quality control specifications for spectrum and non-spectrum confirm rigorous inspection processes for these assemblies as well as tensile test on shafts, extension tubes and hubs. There is no definitive evidence that the product was not manufactured or inspected to current specifications. It is reasonable to suggest that the leading cause to this event is associated with frequent manipulation of the device combined with failure to adequately secure the device. Based on the provided information it is feasible that the root cause for this complaint is user technique; not adequately securing the device to the patient. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the health risk assessment no further action is required.